Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the lumen of the delivery system was torn. The delivery system tether was cut. The delivery system tether was frayed. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), after the device was successfully placed and both the electrical measurements and fixation were confirmed to be sufficient, the tether of the delivery system (ds) could not be removed. After cutting the tether and attempting to remove it, the tether could not be pulled at all. Since both ends of the cut tether were still protruding from the catheter handle, they were secured with forceps and the device was recaptured. The procedure was completed successfully after switching to a new catheter and re-implanting the device. No patient complications have been reported as a result of this event.